Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right (od) eye on (B)(6) 2012 and low vault was observed on (B)(6) 2013. The lens was explanted and exchanged for a longer lens and the problem was resolved. The patient's last ucva was 20/15.

Manufacturer narrative:
Method: medical review & lens work order search. Results: visual inspection of the returned product found the was returned dry with no visible damage. The lens was re-hydrated and re-measured and found the both the length and width were within original design specifications. A lens work order search revealed there was one similar complaints found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). If rotation: several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens, haptic position, ect.). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).